Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-06948, 2134265-2015-07567, 2134265-2015-07568. It was reported via user medwatch # 1457399198-2015-0001 that stent thrombosis and patient complications occurred. The target lesion was a total occlusion of the right superficial femoral artery (sfa). The patient underwent catheter based reconstruction and angioplasty of the right leg. Two days later, the patient returned with acute right lower extremity arterial thrombosis. An epic vascular 6x120x120 stent was implanted in the distal sfa and popliteal arteries; however, following implant, the distal end of the stent appeared to have a kink with a mid stent strut fracture. Within a few minutes, a 2nd balloon expandable stent was inflated inside the previous stent with excellent blood flow confirmed. 3 additional epic stents were implanted during the procedure. The patient was discharged home. Several hours later, the patient returned with complaints of right leg pain. Patient underwent angiogram and tpa lysis infusion of the right lower extremity on the same day due to acute stent thrombosis. Multiple subsequent attempts were made a revascularization during hospitalization. The patient experienced limb threatening ischemia and tissue infarction. 6 days later, the patient underwent a right below the knee amputation. 5 days later, the patient underwent a right above the knee amputation. The patient was discharged several days later. No further patient complications were reported and the patient's status if fine. In the surgeon's opinion, although the patient had significant co-morbidities and pre-existing vascular disease, it could not be determined what impact the event had on the patient's outcome.